Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument had fluid on the reagent probe access drip tray under probe b, and the instrument suppressed ammonia results for two patients and generated an incorrect triglycerides result for one patient. Customer stated that they also encountered calibration failure for microalbumin and found fluid in the bottom of the cartridge chemistry refrigerator. The erroneous result was not reported out of the laboratory. Field service engineer (fse) inspected the instrument and removed all hydro canisters and cleaned and checked for leaks. Fse checked and verified the hydro pressure and vacuum settings. Fse removed and cleaned the reagent probe wash collars, and cleaned both vacuum valves. A specific cause of this event was not determined. The issue was resolved through the service call.

Manufacturer narrative:
Evaluation: field service engineer (fse) inspected the instrument and removed all hydro canisters and cleaned and checked for leaks. Fse checked and verified the hydro pressure and vacuum settings. Fse removed and cleaned the reagent probe wash collars, and cleaned both vacuum valves. A specific cause of this event was not determined.